Manufacturer narrative:
The insulin pump was received with all operating currents within specification and it passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self-test, a21 error test, and the displacement test. No excessive no delivery alarms were noted. The pump passed the dat test at 0.08740 inches. However, an unexpected motor noise anomaly was noted during rewind due to a faulty motor. The pump was received with a cracked case at the display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer heard a very unusual noise when the insulin pump was rewound.